Manufacturer narrative:
Unit received with unresponsive act, up and down buttons due to flattened dome. The keypad connector was inspected and no anomalies noted. Unit received with minor scratches on lcd window. (B)(4).

Event description:
The customer reported via phone call that the insulin pump keypad buttons are not responsive, specifically, the up and down arrow and the act buttons. Customer does not recall any significant events leading to the error. Customer's blood glucose was unknown at the time of incident. Troubleshooting was done for keypad but the customer was advised to discontinue use of the device and revert to a back-up plan per doctor's instruction. The customer was advised that the device would be replaced and to return the product for analysis. No further information was provided.